Event description:
The device skipped its intensified follow-up indicator and went from beginning of life to end of life in less than a month. Nurse has requested that this device be returned. (Unk date of event).